Manufacturer narrative:
No add'l info was provided. Specific info of the involved device and the nature of the claimed injuries is not known at this time. The product was not returned for eval or investigation.

Event description:
Received notification from a law firm claiming that their client fell "[as] a result of the post operative boot manufactured by pro-care [¿] and as a result of this fall, she sustained substantial and permanent injuries for which she will require surgical intervention." No add'l info was provided. Specific info of the involved device and the nature of the claimed injuries is not known at this time. The product was not returned for eval or investigation.